Event description:
Based on information obtained, the patient may undergo surgical intervention.

Event description:
Based on information obtained, the patient's ipg was explanted and replaced on (B)(6) 2019. Effective therapy was established post-operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced a loss in stimulation. Troubleshooting was performed but a 'generator not paired' message occurred when attempting to connect with multiple devices.